Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d2a, d2b. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported by a vantage ankle journal article, the patient underwent an initial total ankle arthroplasty. Subsequently, the patient required open debridement with associated polyethylene exchange to allow sufficient visualization during debridement of the gutters. No further information.